Event description:
When product was opened, account claims suction tip was broken off. It was being used for a case. Another device was immediately available for use.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.